Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. (B)(4) is applied to both catheter and pump. Eval code-(B)(4) is applied to both pump and catheter. (B)(4) is applied to the pump and (B)(4) is applied to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see pe-701493131-pump loose, moving around; revised again, pe-701500318-jul 2016: cannot get med into pump, pe-701500316- pump replacement in (B)(6) 2016, and pe-701500325-catheter located at t9 instead of t7. Information was received from a consumer regarding a patient receiving baclofen 140 no known units for an unknown total dose and bupivacaine 40 no known units for an unknown total dose via an implant pump for non-malignant pain. It was reported it was difficult to aspirate during implant on (B)(6) 2016. Patient stated during implant the healthcare professional (hcp) went to do a catheter test and aspirate the catheter, and the catheter would not aspirate and he could not put the dye in. Patient also stated in surgery they had difficulty putting medications in the pump and could not aspirate it at all, so patient was left in recovery without any medications and they had to tie patient down. It was also noted in (B)(6) 2016 patient had an upsetting experiencing with manufacturer representative. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.